Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (adjust belt messages) was confirmed. Upon evaluation, the monitor will not baseline. This was due to the q701 component being defective. The root cause cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was displaying adjust belt messages.